Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File nine of ten for the same event.

Event description:
The patient's mother reported the patient no longer has the tmj implants. Upon follow up with the surgeon's office they confirmed the revision surgery was performed on (B)(6) 2014, however, the reason for the revision has not been provided at this time.